Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving unspecified high sensor scan results compared to an adc meter, and self-treating with insulin (dose/type unspecified) based on the scan readings. Customer subsequently experienced symptoms described as trembling, sweating, neck cramps, and a seizure and self-treated with "sugar wheel", honey, and "sugary juice" provided by her husband. No further treatment was reported. Scan readings of 24 mmol/l, 20 mmol/l, and 19 mmol/l were plotted against 9.3 mmol/l, 9.3 mmol/l, and 9.7 mmol/l respectively and the results fell into the "c" zone of the parkes error grid, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.